Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with klebisiella pneumonia at 5 cfu/ 100 ml. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: device inspection found insulation d/e resistance value is out of specification. Light guide lens found cracked, a-rubber glue (white clouded) noted, discoloration on key top 1 switch section observed. Angulations are out of specifications. Biopsy channel worn with no malfunction reported (coloring/scratch noticed inside the channel). Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material.. Image and light transmission system checks passed testing. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4. Aer/ewd reprocessor: tested. Model name: soluscope 4. Detergent name: cln. Disinfectant name: paa. Pre-cleaning: aspiration of water through the instrument /suction channel. Flushing channels (air/water) channel. Detergent used : manual cleaning : aniosyme synergy 5. Brushes use for cleaning: kit scope clean (2 pieces ref an1865023). Manual cleaning : aniosyme synergy 5. Brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel. Scope storage: drying cabinet: as 300 model. Vertically hanged. Scope maintenance/repair: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.